Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent reconstrainment difficulties were encountered. During unpacking of a 20x80/10fr uni plus 75cm wallstent® endoprosthesis stent, it was noted that approximately 10% of the stent has partially deployed. The physician attempted to reconstrain the stent but was unsuccessful. A second 20x80/10fr uni plus 75cm wallstent® endoprosthesis stent was unpacked but was noted to be kinked. The two devices never entered the patient's body and the procedure was completed with another 20x80/10fr uni plus 75cm wallstent® endoprosthesis stent. No patient complications were reported.